Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire and pipeline were returned for evaluation without the microcatheter. The pipeline was not attached to the pushwire. The pushwire appeared to be bent distally. The pipeline was found fully opened with damaged braid at both ends. No defects were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the returned pipeline was fully opened with damaged braid. It is possible that the damage to braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien) received report that a pipeline flex appeared to have a twist in it mid-deployment. The device was used as per IFU. The device was removed and a different pipeline was used successfully. No patient injury was reported as a result of this procedure.